Event description:
Caller reported there is a thin vertical line in the middle of the display of the meter and is affecting the result area. No adverse event was reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.